Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The device was manufactured prior to implementation of the countermeasures to the op-amp circuit design of the patient board. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the failure of the operational amplifier of the printed-circuit board.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image was not displayed while the evis 180 series videoscope was connected. There was no report of patient injury associated with the event.